Event description:
Customer reportedly received results of 180 mg/dl and 67 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer self treated with orange juice. Customer re-tested 9 minutes later and received result of 144 mg/dl. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.